Event description:
The investigation determined that higher-than-expected tsh results were obtained when an institute for quality in management healthcare (iqmh) proficiency fluid was tested using vitros immunodiagnostics products tsh reagent lots 6550 and 6680 in combination with a vitros 5600 integrated system. (B)(6) results of 0.224 and 0.118 miu/l vs. The expected results of 0.06 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer did not indicate that any unexpected vitros tsh results were obtained for patient samples at the time of the event or over the course of the investigation and there are no reported allegations of patient harm. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained when an institute for quality in management healthcare (iqmh) proficiency fluid was tested using vitros immunodiagnostics products tsh reagent lots 6550 and 6680 in combination with a vitros 5600 integrated system. A definite assignable cause cannot be determined. Based on historical quality control results, a vitros tsh performance issue is not a likely contributor to the event. There is also no indication of an instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing to assess instrument performance was not performed by the customer at the time of the first event ((B)(6) 2022) and service and maintenance actions were performed by an ortho field engineer which included recalibration of the luminometer and replacing the signal reagent tips and probes, an instrument issue cannot be entirely ruled out as a contributing factor. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6550 or lot 6680. Email address for contact office above is (B)(4).